Event description:
A catheter dye study and a rotor study were done. The patient's pump was replaced. The patient's catheter was replaced six days later due to a break, tear or hole in the catheter. The patient outcome was reported as "no injury". The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.